Manufacturer narrative:
Initial reporter information unavailable at the time of filing. A manufacturer representative tested the equipment at the site. The external monitor cable was replaced. The system then passed the system checkout and was found to be fully functional. The external monitor cable was returned to the manufacturer for analysis, and through testing the reported issue was unable to be duplicated. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. There was no problem found with the returned cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after a case the surgeon monitor went black. The site rebooted the system and the issue persisted. It was noted that this issue occurred before and it would resolve itself. A medtronic representative (rep) on site tested the surgeon monitor on another navigation system and the issue persisted. Another surgeon monitor was used on the main cart and it was functional. Technical services (ts) had the rep use the cable from the functioning surgeon monitor on the non-functioning surgeon monitor, and the monitor was then operational. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the site reported that the issue had happened 2 times the surgeon screen went black and it happened about a week apart. One instance they switched out the cord and once the cord was switched the whole system worked. The first issue occurred at the end of the prior year (2018). The second time the issue occurred the site was told that they whole system was down and they needed a new one.